Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight and complete event information, but it could not be obtained. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that surgery occurred for an unknown reason to explant the ipg on an unknown date.